Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: burning causing arching. Probable root cause: generator power malfunction, material/design error, conductive irrigant used, improper use with another electromedical device, use error. The date of manufacture is not known. The reported failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that the device arced.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device arced.